Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The preoperative patients were receiving unspecified IV solutions. The customer contact reported that the cair clamps on the tubing sets were being adjusted by the nurses to deliver IV solutions at unspecified keep vein open (kvo) rates. Reportedly, after an hour or less, the infusion rates were reported to be unrestricted. The tubing sets were either replaced or the cair clamps were readjusted to deliver at kvo rates and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. Package labeling states: "note: when IV tubing is stretched or tugged, all manual flow control clamps may lose flow control effectiveness."